Event description:
The customer contact reported a disconnection. The post operative patient was receiving an unspecified IV solution via a primary tubing set that was connected to the microclave port of an extension set. After an unspecified length of time in use, the option-lok male luer adapter of primary tubing set disconnected from the microclave port of the extension set. The solution bag and primary tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.